Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges laying on heating pad then went to sleep and awoke alleging the heating pad caught on fire. There was not a report of serious injury or property damage with this incident.